Event description:
A facility reported a certas valve (ID 828804pl) was implanted on (B)(6), 2026, and seemed to be flowing. The follow up revealed that the ventricles have no changes, and the valve did not seem to be flowing under multiple different settings. The patient experienced worsening of neurological exam, three days after the implantation. The patient was somnolent, less verbal and was not following commands anymore. The catheters were checked with manometer and were patent. Therefore, the valve was explanted and replaced on (B)(6), 2026, and was found to be defective with no flow under manometer or when the saline was pushed through the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.